Event description:
Pin holes in the sterile packaging of a merit custom convenience kit, the alleged pin holes were the results of the packaging having too many pieces in one carton which caused friction during transportation. There were no adverse effects to the pt reported.